Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device operator was using a stapler and reload in a low anterior resection and the handle broke during firing. The device was partially fired and the device operator has to restaple the incomplete complete line. There was irreversible tissue damage and tissue loss.